Event description:
The customer alleged receiving a discrepant high tco2 result one patient compared to repeat of the same sample on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
Review of in-house testing at time of release and throughout product lifetime showed the product was performing as intended. Review of internal records showed no possible causes of this complaint. No product problem identified. The cause of this event is unknown.